Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had experienced multiple episodes of blacking out. No other additional details are known at this time. This device remains in service. No additional adverse patient effects were reported.